Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. Additionally, the patient did not clean the transmitter properly. The dexcom g4 platinum continuous glucose monitoring system user's guide states: wipe the bottom of the transmitter with a damp cloth or isopropyl alcohol wipe. Place the transmitter on a clean, dry cloth, and air dry for 2-3 minutes.